Event description:
Complainant alleged that during the incoming inspection of the product, the device inappropriately displayed message code "ECG lead off." The complainant indicated that there was no pt involvement in the reported failure.